Event description:
The patient reported that they think that nine v-go 40s came off during use. The patient believes that the devices fell off because of sweat. The devices were reported to be available for return to the manufacturer for evaluation. However, to date, the devices have not been received.